Event description:
Additional information was received. It was reported that during the index procedure, the physician did try to seal the proximal type I endoleak by ballooning however, was unsuccessful. The physician thought the distal landing zone would be sufficient which is why a tube stent graft was implanted instead of a bifurcate stent graft.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 52.4 mm in diameter saccular abdominal aortic aneurysm. The length of non-aneurysm aortic neck was 25 mm. The proximal diameter of non-aneurysm aortic neck was 20 mm and the distal diameter of the non-aneurysmal aortic neck was 20 mm. The diameter of right iliac artery was 12.4 mm and the diameter of the left iliac artery was 10 mm. The diameter of right femoral artery was 9 mm and the diameter of the left femoral artery was 8 mm. The right and left iliac arteries were mildly tortuous. It was reported that there was a proximal type I endoleak observed after implant of the endurant stent graft during the index procedure. No ballooning was done and no intervention was performed. It was also reported that approximately two years post index procedure, a CT with contrast noted stent graft occlusion by thrombosis in the main stent graft. The patient was admitted to the hospital for lower limb ischemia and the cta found 99 percent occlusion of the main stent graft. The physician assessed the reason for the occlusion was regarded as thrombosis after review of clinic condition and CT images. The patient¿s symptoms decreased after almost one month of medical treatment with anti-thrombosis by low molecular weight heparin. Event resolved and the patient recovered. The physician's assessment states that the event is not related to the study procedure, but is related to the study device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, ischemia, occlusion), (unknown cause of event), patient's condition affected effectiveness of device (patient history of a bleeding disorder), unapproved use of device (implanting without a bifur).conclusion: (unknown cause of event) , known inherent risk of a procedure (endoleak, ischemia, occlusion), off ¿label, unapproved or contraindicated use (implanting without a bifur), device failure/lack of effectiveness related to patient condition (patient history of a bleeding disorder).

Event description:
Film review analysis: images 2 years post-implant showed that the endurant tube was placed just below the renals. The proximal stent graft od was approximately 18mm. Approximately 4.5cm below the tube proximal graft margin, an endurant cuff was seen placed within the tube. There was approximately 1cm overlap between the two devices. The proximal stent graft diameter of the cuff was 25mm, and the distal cuff diameter was 26mm. Beginning just below the renals, both stent grafts are completely occluded; however, the blood flow reconstitutes beginning in the external iliac arteries bilaterally. The vessels in the legs appeared calcified/diseased bilaterally. There is no distal stent graft opposition; just distal to the stent graft the aneurysm diameter is 4.0 x 4.5cm. The max aaa diameter was 5.5cm. The cause of the stent graft occlusion could not be determined; this may be due to a patient condition. Earlier post-implant images during implant or follow-up were not provided; the cause of the reported proximal type I endoleak could not be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the investigator assessed the previously reported proximal type I endoleak was not related to the device, but related to the procedure. The proximal type I endoleak resolved by ballooning during the index procedure. Additional information received also reported that arterial occlusion of the lower limb was discovered approximately two years after the index procedure. The patient was hospitalized and was given medication. The arterial occlusion resolved approximately 8 days later. The investigator assessed the arterial occlusion was related to the device but not relate to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Method: film. Results, conclusion: implanting aortic cuff within the tube.